Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early. Pod was not worn.

Manufacturer narrative:
The pod was received undeployed. After removing the needle cap the device deployed. The download data showed that the device completed first and second prime with an expected number of pulses before being deactivated by the user. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle deploying early. The needle mechanism was manually reset to the not deployed position and manually deployed by rotating the ratchet gear. The needle mechanism deployed as intended. Though no issues were observed, it could not be conclusively determined when the needle fired into the needle cap. The exact cause of the reported needle deploying early could not be determined.